Event description:
According to the reporter, when the trocar was removed from the patient cavity before closing the wound, the surgeon found that the tip of the trocar was missing in two places. This trocar was used for only forceps. The fragments were not found. The surgeon adequately aspirated in the patient's cavity and closed the wound. Surgical time was extended by less than 30 minutes. It is reported that there was no patient injury due to this event.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of device one noted that the distal end of the trocar had two gouges. The obturator appeared intact. The visual inspection of device two noted that the trocar, obturator and circular seal appeared intact. Pmv performed functional testing of device one; the device failed an air leak test, the device was received with the trocar inserted into the cannula which stretches the circular seal. Pmv performed functional testing of device two; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouges at the distal end of the device may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.